Manufacturer narrative:
Evaluation of the sample after about 9 minutes simulated use confirmed a leak on the arrest side. A scar has already been issued to the supplier regarding the issue. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The international distributor ((B)(4)) reported an issue encountered by their customer while using the mps delivery set. The report stated that during the procedure the surgical staff observed a leak from the backside of the three-way stopcock on the arrest cassette approximately 2-3 minutes from start of use. The staff removed the cassette and used the additive cassette from the same delivery set to complete the procedure. There were no patient complications reported as a result of the alleged issue. The cassette was returned to the manufacturer for evaluation.